Event description:
It was reported that the patient presented at the clinic following an alert from their vibratory notifier for out-of-range impedance. It was noted that the riata right ventricular (rv) lead pacing impedance was significantly lower than normal. Externalized conductors were observed on the rv lead. The rv lead was explanted and replaced. There were no reported patient consequences.